Event description:
Customer reported a pt sample containing anti-k did not react with vss158 cell 3 (k+k+). Sample had been sent to the facility for an antibody work-up. The sample had originally reacted at the other facility using the same lot of screening cells (1+). Customer repeated the testing using the same pt sample and rrbcs and observed a 1+ reaction. Customer repeated testing 13 times. Reactivity was observed 8 of the 13 times. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.